Event description:
It was reported that this pacemaker was found to be in safety mode. The patient experienced shortness of breath. According to medical records, this device was explanted and replaced. No additional adverse patient effects were reported.